Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise, there was high impedance of greater than 3000 ohms, and an apparent lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event.